Event description:
Received info stating customer received an occlusion alarm. Reportedly, customer's blood glucose was 159 mg/dl.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up MDR will be submitted.